Manufacturer narrative:
Evaluation results visual findings observed indentations and site stickers on the exterior housing. The moisture indicator label revealed that the unit was exposed to moisture or was immersed in liquid. Both dust covers underneath the battery slots have been damaged. Evaluation of the unit found the unit has power with batteries and ac adapter, but it does not sound when in use with sensor and magnet. The speaker impedance is above the normal range and is the cause for the unit having no sound. Being that the unit is already more than seven years old since it was manufactured, it is unlikely that a manufacturing non-conformity contributed to the unit having no sound, and the likely cause is normal wear-and-tear, severe shock, and other effects of repeated use and age. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4).

Event description:
(B)(6) 2020 customer states that they have an alarm that will not sound. New batteries and sensor have been tried with the alarm. There is no apparent damage to the nurse call port or the sensor port. Troubleshooting template has been completed and save to the drive. No qtin information was available. The date the issue was discovered is unknown and no incident or serious injury was reported.